Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. Patient described a burn in between the breasts. There was no alleged device malfunction contributing to the irritation. Patient reported that an emt came to the house but there is no indication any medical intervention was provided for the irritation. Follow up indicated that the irritation is improving and now there is a small scar.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. Patient described a burn in between the breasts. There was no alleged device malfunction contributing to the irritation. Patient reported that an emt came to the house but there is no indication any medical intervention was provided for the irritation. Follow up indicated that the irritation is improving and now there is a small scar.